Manufacturer narrative:
Please disregard the information on the previously submitted medwatch for this complaint. Further information was received that the potassium (k+) value was not displayed at all. Since the detection for this instance is so high, and the malfunction did not occur on a life-saving device, the risk to the patient is low and the complaint is not reportable.

Manufacturer narrative:
Per the manufacturer's subsidiary, the k+ values were monitored in the lab.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) values were abnormal and not shown. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.